Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It is reported that the patient presented for a scheduled procedure. During the procedure, it was noted that the right ventricle lead exhibited low voltage impedance. The lead was capped and replaced on (B)(6) 2020. The patient was in stable condition.